Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. It was reported that the drive support cap was loose. The insulin pump will not be returned for analysis.